Event description:
It was reported that insulin delivery on an ilet bionic pancreas stopped about 35% into a meal announcement, followed by an occlusion alert and subsequent hyperglycemia with a cgm reading of 316 mg/dl; troubleshooting showed intact tubing with drops on fill, a dry infusion site, and delivery was resumed with education on alerts. Customer care provided support that included infusion set troubleshooting, and resumption of therapy. Investigation of this case revealed no reproducible delivery issue after the occlusion alert and no visible infusion site or tubing malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included continued monitoring without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.